Event description:
During a review of programming and diagnostic history for this vns patients device, it was noted that on (B)(6)2007, a system diagnostic test was performed which revealed high lead impedance, dcdc converter code =5, and the output status was ok. Good faith attempts to obtain add'l info from the pt's current neurologist are underway, and no add'l info has been received to date. According to the programming history available, which is thru (B)(6)2008, the device remains programmed on.